Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on (B)(6) 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2017. An additional manual power up was recorded on the (B)(6) 2017 and on the (B)(6) 2017. Upon initial pad-pak installation the device will normally perform an auto self-test indicated by a single flashing red status light followed by two audible beeps. The device green status light should then illuminate and begin flashing green approximately every 5 seconds. This indicates the device has successfully passed the auto self-test. As the red status light is briefly illuminated along with an audible beep during self-test this could be misinterpreted as a fault by the customer . The device performed to specification throughout testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator and beeping when pad-pak first installed.